Manufacturer narrative:
The returned unit was received, disinfected and then inspected for any visual damage. The drain was then set-up per the instruction for use (IFU) for functional testing. The returned device already had water added to the water seal/air leak monitor (alm) section of the drain. With suction control set at -20 cmh2o and the patient line clamped, the unit was attached to a suction source per standard IFU setup procedures above. The patient line was attached to a pressure measurement device and unclamped. The vacuum on the drain was set to -20 cmh2o and the read-out on the testing unit display was -18.74 cmh2o, which meets the product requirements of not more than -45 cmh2o and it is an appropriate reading for a -20 cmh2o setting. During the testing the drain functioned properly with no bubbling in the water seal indicating there was no leak in the drain. With the patient tube clamped there was no evidence of air leakage. This was determined by observing the air leak monitor (alm) section of the drain. Bubbling in the alm would indicate that there was an air leak in the drain body or patient tubing, this bubbling was not observed in the returned unit. Conclusion: the DHR review indicated no issues with the manufacture of the units. The returned units functioned to specification with adequate suction levels and no leakage.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR: 1219977-2016-00255.

Event description:
Report received stated that after connecting an oasis drain, suction was unable to be maintained even after closing chest and turning up wall suction.